Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was broken. Customer stated that the pump were flashing red and vibrating. Customer stated the pump fell on the ground. Customer stated the issue occurred due to random occurrence. No harm requiring medical intervention was reported the insulin pump will be returned for analysis.